Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the upstream occlusion (uso) sensor. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer additional contact information: (B)(6) hospital. (B)(6).

Event description:
It was reported that the pump exhibited an upstream occlusion alarm. Troubleshooting was unsuccessful per reporter. The pump was removed from use, patient was experiencing minimal pain and was using oral medication as prescribed. Per reporter the resolution volume was approximately 220 mls remaining. No adverse patient effects were reported.